Event description:
Medtronic received information regarding a navigation system being used in a pituitary tumorectomy procedure. It was reported that the connector pin was broken. The operation continued without navigation. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, serial/lot #: (B)(6) h3, h6: analysis was performed for product 9735825. It was reported that the em interface was returned with the lemo connector's inner sleeve installed backwards. The sleeve was corrected and reassembled properly; however, upon connection to the lat station, the interface immediately faulted. It was then tested on the emtest but failed to establish a connection. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.